Manufacturer narrative:
This report is submitted on november 06, 2017 by cochlear ltd. On behalf of cochlear americas. (B)(4).

Event description:
It was reported that the patient experienced infection at abutment site and subsequently was treated with a topical ointment (date and type not reported). Clinical management is ongoing.